Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and connection issues. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was returned intact to boston scientific's post market quality assurance laboratory, having been severed during the explant procedure. The testing performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.

Event description:
It was reported, that this subcutaneous implantable cardioverter defibrillator (s-ICD) system, exhibited noise and connection issues. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.